Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip extra care (zinc free formula).

Event description:
She was now a type 2 diabetic. She had cataract in her eyes case description: this case was reported by a consumer and described the occurrence of diabetes in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication and double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included surgery, breast cancer and breast cancer. Concomitant products included no therapy. On an unknown date, the patient started super poligrip free denture adhesive cream, super poligrip ultra fresh (zinc free formula) and super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, super poligrip ultra fresh (zinc free formula) and super poligrip extra care (zinc free formula), the patient experienced diabetes (serious criteria gsk medically significant), cataract and product complaint. Super poligrip free denture adhesive cream was continued with no change. On an unknown date, the outcome of the diabetes, cataract and product complaint were not recovered/not resolved. It was unknown if the reporter considered the diabetes and cataract to be related to super poligrip free denture adhesive cream, super poligrip ultra fresh (zinc free formula) and super poligrip extra care (zinc free formula). It was unknown if the reporter considered the product complaint to be related to super poligrip ultra fresh (zinc free formula) and super poligrip extra care (zinc free formula). Additional information: adverse event information was received on 05 may 2017. Consumer reported that she had been using super poligrip zinc free ultra fresh and it did not hold. She applied the cream to her dentures and 2 or 3 minutes later they loosen, after she was eating or drinking they loosen as well. She was a 2 time breast cancer survivor and she had to be careful what she was using. She had about 14 surgeries and she was now a type 2 diabetic. After using this, the adhesive sticks to her gums. She had cataract in her eyes. None of these tubes hold her dentures in.